Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone: (B)(6). Device manufacture date: unknown. Investigation summary: one used primary set, model 2420-0500, was received by the customer for investigation. The set was visually inspected and no defects were observed. The sample was primed with a blue dye solution and a leak could clearly be seen coming from the silicon pumping segment. The customer's complaint of leakage was verified. A device history record review could not be performed on model 2420-0500 because a lot number was not provided by the customer. Visual inspection under magnification was performed on the tubing and a tear was observed in the silicon pumping segment where it connects with the upper fitment. The root cause of the tear cannot be determined. However, we encourage the customer to load the pumping segment top first before the bottom, as doing the opposite is a known cause of this failure. (B)(4).

Event description:
It was reported that a as lvp 20d dehp 2ss cv leaked during use. The following was reported by the initial reporter: "it was reported that the tubing was leaking from the exit point of the IV channel. Product catalog number: 2420-0500. Product description: set 117in 20 gtt/ml IV infs ck vlv rlr clmp 2 ndl free 2 pc. Origin of the issue: product failure//design. Detail: heparin drip was infusion on an IV channel. Several hours later, it was noticed that the heparin bag was nearly empty and it should not have been. The IV pump and set up was checked again and verified as correct. At that point, it was noticed that there was a puddle on the floor. Upon investigating the tubing, it was noted there was a leak at the exit point on the IV channel. Not reported to vendor representative. Number of occurrences: 1.0. Sample available: true. Lot number: unknown".